Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. Blood glucose reading was 49 mg/dl. The customer current bg level was 131 mg/dl. Customer uses auto mode. The customer did not experience any symptoms of low blood glucose value. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer declined for troubleshooting. No further patient complications were reported.